Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production.

Event description:
The customer experienced blood spraying from a crack in the cylinder of the safepico blood sampler. The person who handled the sampler, was wearing gloves, protective suit and a face mask, that protected her from the blood expelled from the syringe